Manufacturer narrative:
Investigation summary: bd received samples and video from the customer facility for investigation. The video was evaluated and the customer¿s indicated failure mode for tube push off with the incident lot was observed. Additionally, testing of the customer samples was performed and tube push off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer video, the customer¿s indicated failure mode for tube push off with the incident lot was observed. Additionally, testing of the customer samples was conducted and tube push off was not observed. Root cause description: based on the investigation, a root cause could not be determined. This type of defect is generally associated with the acquisition device used, and in particular the resilience of the sleeve and or the level of lubrication of the non-patient needle. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during the blood withdraw using the bd vacutainer® sst blood collection tubes device, the tube pushed off during use. No reports of serious injury or medical intervention noted.